Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and boston scientific advantage transvaginal mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat rectocele and mesh was implanted along with the concurrent procedures of posterior repair with graft and sacrospinous ligament fixation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a partial mesh removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.